Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was would be experiencing high blood glucose and the insulin pump would alarm no delivery. Customer thought blood glucose was above 180 mg/dl or it might have been in the 280 range. Customer declined no delivery alarm. Customer stated there was a hard spot where the infusion set was inserted. Customer stated he had an allergic reaction to the infusion set. No further information reported.